Event description:
It was reported that during the procedure in the moderately tortuous proximal circumflex artery, the 2.5 x 23 mm xience v was inserted into the patient anatomy and was unable to cross the target lesion. The device was removed and a 2.5 x 15 xience v stent system was used to complete the procedure. There was no clinically significant delay and no adverse patient effects. Return device analysis revealed that the stent implant was stationary on the balloon and the balloon was tightly folded. There was a tear in the distal end of the soft tip.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Factors that can contribute to a tear in the tip include but are not limited to manufacturing, removal from packaging at the account, handling during preparation/use, or insertion of the guide wire. To help ensure this is not the result of a product deficiency, all stent delivery systems (sds) are subject to a 100% visual inspection for tip damage, including the point where the protective sheath is placed over the stent prior to packaging. Additionally, a sampling of units is destructively tested to verify tip pull force. Analysis noted the xience v rx 2.5 x 23 mm sds was returned with blood in the guide wire lumen. There was blood and contrast on the shaft, on the balloon and on the stent implant. The stent implant was stationary on the balloon between the markers of the tightly folded balloon. There were mangled struts on the first two rows at the distal end of the stent implant and bent struts on the middle and proximal ends of the stent implant. There was no other damage noted to the stent implant. The proximal end of the balloon was wrinkled which suggests interaction with the anatomy during advancement may have contributed. There was a tear in the distal end of the soft tip. There were multiple bends in the hypotube distal to the strain relief tubing. There was no other damage noted to the sds. The tip length was measured and met manufacturing criteria. The stent outer diameter was not measured due to the damage noted to the stent implant. The noted stent damage, hypotube bends were not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. The anatomical conditions were reported to be moderately tortuous which appears to have contributed to the failure to cross the lesion. As there was no damage noted during product inspection prior to use, it is likely the tip damage is related to the procedure. It is likely an interaction with the lesion/anatomy caused damage to the tip, and further interaction during removal could have contributed to the tip tearing outside of the patient anatomy. The reported failure to cross and noted tip damage appears to be related to the operational context of the procedure. A search of the lot history record indicated no related non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency. No corrective action will be initiated as the reported complaint appeared to be related to operational context and there is no indication of a product quality deficiency. Performance product engineering will monitor the incident circumstances. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for kinks and damage. Additionally, a sampling of units is destructively tested to verify tip pull force.